Manufacturer narrative:
Date rec¿d by MFR: 28apr2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer verified the touch was inaccurate via the diagnostics page. The customer performed touchscreen calibration; however, the issue persisted. The fse performed touchscreen calibration and the touchscreen responded properly; however, the fse replaced the touchscreen as a preventative measure. The unit passed touchscreen calibration. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 03jul2019, date of report : 05jul2019. The touchscreen assembly was returned for analysis. A visual inspection revealed no evidence of damage or contamination. During testing of the touchscreen, it was determined that the resistance (ul_lr and ur_ll ) and resistance ratio (ul_lr/ ur_ll) out of specification . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer verified the touch was inaccurate via the diagnostics page. The customer performed touchscreen calibration; however, the issue persisted. Further evaluation is pending. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the touch response is inaccurate. There was no patient involvement. Event date not specified: estimate used.